Manufacturer narrative:
Physio-control contacted the customer and no known impact or consequence to patient has been reported. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio found that the contacts of one of the battery pins were stripped off, thus the pin was making intermittent contact with the battery. All the device battery pins were replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had an issue with on/off. They reported the device turns off when going over a bump. In this state the device may not have been able to provide defibrillation therapy if needed. It was confirmed that there was a patient involved but no adverse effect to the patient as a result of the reported issue.